Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The pump was filled with cefazolin 6000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One device was received for evaluation. During visual inspection, fluid was observed inside the bag that contains the unit which indicates a leak had occurred inside the bag. The leak occurred due to broken tubing at the solvent-bonded junction of the luer. Portion of the broken tubing remains inside the solvent-bonded area of the luer. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.